Event description:
It was reported that the ventilator generated alarm for check tubing. There was no patient harm. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. Unfortunately, the device's log were not provided for further analysis. Check tubing indicates that there might be an issue with the tubing, such as disconnections, kinks, or blockages. The cause of the reported issue has not been determined, as it remains unknown what was the source of the alarm activation.